Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the door not fully latched alarm. The device was operating out of specification. Evaluation found cracked threaded insert mechanism into the case, which can create separation between the front case and mechanism assembly, resulting in excessive force to close door. This condition more than likely contributed to the reported symptom. The front case was replaced.